Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Additional information was received that this lead exhibited a fracture with high impedance measurements and high capture thresholds. A revision procedure was performed and it was capped and surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). No adverse patient effects were reported. At this time, this lead remains in service.